Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and reviewed the logs. The reported complaint could not be duplicated in testing. Ge healthcare recommended to the customer to replace the flow sensors.

Event description:
The hospital reported that, at the start of a case, the unit was alarming and mechanical ventilation was not functional. The clinician switched to manual mode of ventilation. There was no reported patient injury.